Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed without difficulty. A sterile dressing was placed over the puncture site. The pt had positive pedal pulses and the site was soft and dry. The following day the pt developed a fever and a rash was noted on the pt's right buttock and down the right leg. The rash continued to spread down the right medial thigh for several days. Three days later the rash turned to blisters. The pt's condition continued to worsen and turned septic. The pt was taken to the operating room for debridement of the area of possible infection. The groin puncture site was reported to be without sign of puss, discharge or track area around the site. The surgeons noted necrotic tissue down the right thigh, possibly necrosis "fasciatis". During the surgery the pt coded and expired. No further details were available at the time of this report.